Event description:
In australia, the patient reported on (B)(6) 2026 that the infusion set tubing detached from the hub after 4 days of use, with blood glucose at 22 mmol/l at the time of the event. The patient changed the infusion set and administered a pump correction bolus.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.